Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board, likely due to a defective component and/or as a result of user mishandling such as a drop. During the visual inspection of the returned autopulse platform, the front enclosure was observed broken. In addition, the battery lock was observed to be bent. The physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure and battery lock were replaced to address the issues. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) around the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) was replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the drivetrain motor brake gap was too wide, out of the specification. The probable root cause for the observed issue was due to normal use of the device. The brake gap could not be adjusted and continued to open out of specification. The drivetrain motor was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.